Event description:
On (B)(6) 2012, it was reported that this vns patient was being scheduled to undergo generator replacement. Additional information was received on (B)(4) 2012 stating that the replacement was prophylactic. On (B)(6) 2012, clinic notes were received indicating that the patient was having an increase in seizures. The clinic notes provided the following information: clinic notes dated (B)(6) 2011 stated that in (B)(6) (2011), the patient was having between one and three seizures per month. The seizures clustered in the early afternoon to late afternoon. The patient's normal mode and magnet mode output currents were increased. Clinic notes dated (B)(6) 2012 stated that the patient's settings were adjusted. In addition, the "battery life is getting up there" and the patient would be scheduled for elective vns replacement. The afternoon seizure persist 2-3 in the last few months, mostly in the afternoon. The patient's father stated that he shakes and had a magnet response with the vns device. The patient will then begin to walk around after that. Clinic notes dated (B)(6) 2012 stated that the patient's father reported an increase in seizures. The patient sustained injuries in two events: a cut above his eye in one event and hitting his head in another. The father stated that the patient would be evaluated at the emergency room; however, it is unknown if that evaluation took place. A battery life calculation was performed on (B)(6) 2012 with results of 0.86 years to eri = yes. Attempts for additional information have been unsuccessful to date. Although surgery is likely, it has not yet occurred.

Manufacturer narrative:
The previously submitted MDR stated that the results of a battery life calculation were 0.86 years to eri = yes; however, the correct value for the battery life calculation is negative years to eri = yes. This report is being submitted to correct this information.

Event description:
A battery life calculation was performed on (B)(4), 2012 with negative years to eri = yes.